Event description:
During the procedure, the needle pierced through the sheath curve when attempting transseptal puncture. The needle and sheath were exchanged to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The device was not returned for analysis; however, information received indicates the needle was pre-shaped prior to use. The brk transseptal needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture is consistent with not following the IFU.